Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose after a set change. Customer's blood glucose was 550 mg/dl. Customer's blood glucose at time of call was 212 mg/dl. After troubleshooting, customer was advised that a tubing clamp will be sent to perform the high pressure test. Customer mentioned to have experienced bent cannula before. Customer will not be returning the device for analysis.